Manufacturer narrative:
Technical evaluation: approximately the last 15 cm of the catheter was flattened with the bulb structure of the separator trapped about 6 cm from the distal tip. There was another flat spot extending from 38 to 50 cm from the distal tip. The incident was confirmed as reported.

Event description:
The physician was using a psc032 for the treatment of a stroke when he noticed the catheter felt kinked or stretched and the pss032 would not move freely. He removed the system and used another successfully.